Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under evaluation. When the device evaluation is complete a f/u report will be submitted.

Event description:
The customer reported that during a thyroidectomy, the blue jaw insulation dislodged from the device and fell into the pt cavity. The material was retrieved. Another device was used to complete the procedure without incident. There was no pt injury.